Manufacturer narrative:
The device was not returned to olympus for inspection. However, investigation was conducted using the information provided by the customer and the third-party distributor. A root cause could not be identified. Based on the results of the investigation, the most probable cause of image whiteout was due to electrical connection failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an image whiteout. There was no patient involvement.